Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): there is a green plastic part inside the syringe. Reference MFR report 9610825-2014-00043.